Event description:
It was reported that during a lap gastric resection procedure, the green cartridge fell out into the pt. The reload may not have been properly loaded into the device. This was approx the tenth firing. Another stapler was used to complete the case. No pt consequence.